Event description:
It was reported that a procedure was compromised at the user facility. Three devices needed to be used to complete this procedure. The first device used had a loss of function. The second device overheated and stopped working. This device was used in order to complete the surgery. The surgeon used this device to finish the procedure and this device was not intended to be used in an osteotomy. Since the previous devices could no longer be used and an inappropriate device was used to finish the surgery, the doctor advised the surgery was compromised. The procedure was completed with another device without a clinically significant delay. The patient was not harmed during this procedure.

Event description:
It was reported that a procedure was compromised at the user facility. Three devices needed to be used to complete this procedure. The first device used had a loss of function. The second device overheated and stopped working. This device was used in order to complete the surgery. The surgeon used this device to finish the procedure and this device was not intended to be used in an osteotomy. Since the previous devices could no longer be used and an inappropriate device was used to finish the surgery, the doctor advised the surgery was compromised. The procedure was completed with another device without a clinically significant delay. The patient was not harmed during this procedure.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.